Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded.

Event description:
The customer reported to ansm the following: "arthroplasty of the right hip. The prosthesis needs to be reamed. Two incidents occur: - reamer 11 gets stuck and deteriorates. - a reamer 13 whose distal part broke off and could not be recovered. Decision to push it into the shaft shaft so that it does not interfere with the rest of the operation. The passage of the reaming piece and the prosthesis requires proximal recutting of the base of the neck, which allows the prosthesis to be lowered. During the prosthesis, the femur fractures. Management of the fracture required posterior disinsertion of the vastus lateralis, which required stitches. Which required hemostasis stitches. There were no other incidents. The operation was completed. Current state of the patient: a piece of non-implantable sterile device has therefore remained in the patient. Risk of bone formation around the piece of reamer and therefore increased risk of fracture. No clinical consequence observed to date."